Manufacturer narrative:
A siemens headquarters support center (hsc) reviewed the event. Hsc found that the advia centaur instrument was configured to show the dose value of the sample. The dose value was transmitted to the easylink system, which was interpreted as a "confirmed" result. An advia centaur letter was sent out to customers that explains infectious disease interpretations on the laboratory information systems (lis). The letter states the interpretation results from infectious disease assays shown in the lis may be inconsistent with the sample results shown in the system. A siemens technical solution center specialist has reached out to the customer to explain the letter. The misconfiguration of the aspect rule could be corrected by adjusting the aspect rule to not send the dose value and update the aspect rule to the customer's expectation. The customer refused to make adjustments. The cause of the siemens easylink system displaying a (B)(6) "confirmed" result is due to a misconfiguration of the advia centaur aspect rules. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A customer reported that their easylink system displayed (B)(6) "confirmed" (B)(6) surface antigen result. The customer stated their advia centaur instrument presented an "unconfirmed" results. There are no known reports of patient intervention or adverse health consequences due to the siemens easylink system displaying (B)(6) "confirmed" results.